Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized. Antibiotic treatment for peritonitis was not reported. At the time of this report, the patient has recovered from the peritonitis. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.